Event description:
Reportedly, the staple line did not hold. It was reported that the pt developed a fistula and a re-operation was performed one to two weeks after the initial operation. Procedure: visceral.